Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "no aiming beam" (no code available). The customer reported there was no aiming beam with the laser probe. The laser probe was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The sample will be sent for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4)